Manufacturer narrative:
Correction: h11: field should include: the sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: h11 should have been, ¿a device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. Visual examination found no malfunctions. The cause of infection could not be traced to the device.¿

Event description:
It was reported that a patient presented with an infection on the system, which was found to have infected the heart valve with possible endocarditis and lead vegetation. The patient also experienced fever. The system was explanted on (B)(6) 2025. No further adverse patient consequences were reported.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. Visual examination found no malfunctions. The cause of infection could not be traced to the device.